Event description:
Difficult to walk [cervical] [gait disturbance]. Deviation of the cervical column [cervical] [spinal disorder]. Without any improvement [cervical] [therapeutic product ineffective for unapproved indication]. Case description: spontaneous report was received on (B)(6) 2013 from a consumer regarding a (B)(6) female patient, initials (B)(6), with cervical deviation (diagnosed through magnetic resonance imaging). The patient's medical history was significant for previous medical device implantation with synvisc-one. On an unspecified date (in (B)(6) 2013), the patient received treatment with synvisc-one (hylan g-f 20) injection, (dosage regimen and route not provided), once in to cervical area. The lot number of synvisc-one was not provided. On unspecified date, the patient was without any improvement (therapeutic product ineffective for unapproved indication) and the patient had difficult to walk (cervical). On an unspecified date, the magnetic resonance imaging showed further deviation of the cervical column. The outcome for the events of "difficulty to walk" and "deviation of the cervical column" was not provided. Concomitant medications were not provided. The intensity for the events of "difficulty to walk" and "deviation of the cervical column" was not provided. The reporter did not provide the relationship between synvisc-one and the events of "difficulty to walk" and "deviation of the cervical column".

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.